Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was deep seated in the anterior lateral branch, however upon closing the lead pulled back and then dislodged. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.